Event description:
The initial reporter stated qc results were out of the acceptable range on a cobas e 801 analytical unit and questioned low results for an unspecified number of patient samples tested for tsh elecsys e2g 300 v2 (tsh), afp, insulin, and c-peptide. Discrepant results were provided for c-peptide and tsh. It is unclear whether the results are for 1 patient sample or different patient samples. The initial c-peptide result was <0.1 ng/ml. The repeat result was 1.34 ng/ml. The initial tsh result was 0.0812 miu/l. The repeat result was 1.23 miu.l.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. It was found that the issue was due to a leak in the sample probe syringe. The issue was resolved by tightening the respective screws. The investigation determined the event was due to a maintenance issue.